Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro closure device was successfully implanted on (B)(6) 2024. The patient was discharged. During a routine follow up transesophageal echocardiography (tee), a sizeable device related thrombus (drt) was noted on the closure device that compounded into a large thrombus in the left atrium. The patient is currently hospitalized on anticoagulation, and a follow-up tee will be performed to re-analyze the thrombus. As per physician the patient is expected to fully recover. No further information was provided at the time of this report.